Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387s-40, lot# va0r12w, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the lead was removed by the hcp due to erosion through the skin that resulted in bacteria growth; IV antibiotics were administered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.